Event description:
Discordant, falsely elevated sodium results were obtained on patient samples tested on a dimension exl with lm instrument. Results were reported to the physician(s) as below. The samples were repeated on the same instrument and resulted higher. The corrected results were reported to the physician(s). One of the patients was given IV fluids as result of low sodium. There are no reports adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the integrated multi-sensor technology (imt) tubing, ran a super condition cycle, ran a dilution check and corrected the bias. The cse ran quality controls (qc) in replicates of five for electrolytes, which were within acceptable ranges. The cause of discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.